Event description:
A report was received that during a lead revision for inadequate therapy the physician noticed that the skin at the lead site looked irritated and it appeared to be the start of an infection. The physician explanted the lead and ipg, flushed the area, and implanted a new ipg and lead.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-1110-02, serial#: (B)(4), model description:precision implantable pulse generator (ipg) the explanted devices were not returned to bsn for evaluation as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.